Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that, after pre-dilatation, and during a procedure of the heavily tortuous, eccentric, de novo, mid superficial femoral artery (sfa), the supera stent delivery system (sds) was positioned and deployment initiated, but resistance was noted during release of the stent from the delivery system. Several attempts were made using the thumbslide; however, the stent would not detach from the delivery system. Using excessive pulling force, the stent was elongated about 25% and was released from the delivery system, outside of the target lesion area. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The difficulty removing, stent elongation and foreign body in patient are due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The deployment issue was unable to be confirmed as the stent was already deployed. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The difficulty removing, stent elongation and foreign body in patient were due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.